Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred.vascular access was obtained via the brachial artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous brachium at shunt vein side. The 5.0 x 40/80 4f sterling balloon was used to dilate the lesion. Upon the first inflation in the lesion, the balloon ruptured at 11atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)